Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed distal stent damage. The distal stent struts were misaligned and stretched over the distal markerband. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 80% stenosed target lesion was located in the very tortuous and calcified left anterior descending (lad) artery. After predilating the lesion with a 2.0x12mm non-bsc balloon, a 3.0x16mm promus element stent delivery system (sds) was advanced but did not cross the lesion. Further predilatation was performed and the procedure was completed with another promus element sds. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.